Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge, filter, delivery catheter sheath, and dilator. A borescope was used to examine the inside of the filter and upon examination it was found that their tears on the inner lining. The complaint is confirmed. The most likely cause of this defect is delamination of the inner liner within the delivery catheter sheath. This issue could impede the advancement of the filter through the sheath which caused the resistance. A sustaining engineering project has been initiated to identify the root cause of the delamination issue and to develop and implement an appropriate corrective action.

Event description:
The doctor reported while attempting to place an oe filter via brachial access utilizing an otw technique. After deliver sheath was positioned, when using the dilator to push the filter, resistance was met when the filter reached the brachial/svc junction. The filter would not advance and the dilator was removed. Next, the delivery sheath was pulled out with wire (stiff glide) still in in place. After inspecting the sheath and not seeing the filter it was realized that the filter had deployed when pulling out the delivery sheath. The filter had deployed at the axillary junction. The filter was snared and removed. A second attempt with new oe was attempted.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.